Event description:
Pin hole perforation of balloon caused jetting of contrast medium as the balloon was inflated. This caused a large spiral dissection extending from right coronary artery into posterior descending artery.